Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on a mid-urethral sling placement for incontinence procedure done on (B)(6) 2015. According to the complainant, during the procedure, the physician discovered upon cystoscopy that the left side of the patient's bladder got perforated by the trocar and the dilator. Upon removal, the blue dilator appeared to have been "peeled back" from the trocar at the point where the trocar was to exit the abdomen above the pubic symphysis. It was discovered that a hole near the tip of the dilator was created when the dilator was originally loaded into the trocar. The dilator was removed and reloaded with no issues. The procedure was completed with this device. The patient experienced no further complications and her condition was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.